Manufacturer narrative:
Sections with additional information as of 17-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058. User had an inaccurate reference:self. The person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern. Unable to establish contact with customer at this time.

Event description:
Consumer reported, complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 263, 224, 210, 199 and 160 mg/dl. The customer¿s expected am fasting blood glucose test result range is 110-120 mg/dl and expected fasting 2 hour post meal blood glucose test result range is 130-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 241 mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/27/2024, and open vial date is 03/26/2023. The meter memory was reviewed for previous test result history (time not set): result 1 : 263, mg/dl date: (B)(6) time: 01:00 pm fasting (2 hour after meal). Result 2 : 224, mg/dl date: (B)(6) time: 06:00 am fasting. Result 3 : 210, mg/dl date: (B)(6) time: 11:44 am fasting. Result 4 : 199, mg/dl date: (B)(6) time: 11:43 am fasting. Result 5 : 160, mg/dl date: (B)(6) time: 09:00 am fasting.